Event description:
It was reported that the user observed no drops with 41 units of insulin remaining, noted the cartridge was not completely full, then identified leaking from the cartridge and the cartridge slipping out of the pump; the user was guided through a complete supply change by customer care. Symptoms included no adverse clinical effects. Outcomes included user education and restoration of therapy via supply replacement without medical intervention. Investigation of this case revealed a suspected cartridge leak and insecure cartridge fit consistent with a component or connection issue. It was concluded, based on previously established findings for similar reports, that the cause was likely user handling or assembly error.